Event description:
Removal of right acetabular shell, liner and c-taper head because patient complaining of pain. The surgeon identified on x-ray that the acetabular shell looked loose. The original surgery was on (B)(6) 2004 and the patient presented with groin pain in (B)(6) 2008 following a period of significant activity on the farm. He then presented again on (B)(6) 2013 with intermittent pain and crunching. When the surgeon removed the c-taper ceramic femoral head with the femoral head impactor, he noticed there were dull marks on one side of the femoral head and once he removed the acetabular shell and liner articulated the femoral head inside the ceramic liner, he felt that the head was catching in the liner. The trident shell was replaced with a tritanium shell, 36mm polyethylene liner and 36mm c-taper ceramic head.

Manufacturer narrative:
An event regarding loosening involving a trident shell ((B)(4)) was reported. Based on the provided information, the product reported in this investigation did not contribute to the event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Removal of right acetabular shell, liner and c-taper head because patient complaining of pain. The surgeon identified on x-ray that the acetabular shell looked loose. The original surgery was on (B)(6) 2004 and the patient presented with groin pain in (B)(6) 2008 following a period of significant activity on the farm. He then presented again on (B)(6) 2013 with intermittent pain and crunching. When the surgeon removed the c-taper ceramic femoral head with the femoral head impactor, he noticed there were dull marks on one side of the femoral head and once he removed the acetabular shell and liner articulated the femoral head inside the ceramic liner, he felt that the head was catching in the liner. The trident shell was replaced with a tritanium shell, 36mm polyethylene liner and 36mm c-taper ceramic head.